Manufacturer narrative:
Continued from d10: 694765 lead, implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that the cardiac resynchronization therapy defibrillator (crt-d) was not working. The patient was admitted to the intensive care unit (ICU) and it was noted that the crt-d was not seen to be "firing" on the external monitor. It was noted that the crt-d did not work for the patient for several instances. The crt-d remains in use. No further patient co mplications have been reported as a result of this event.